Manufacturer narrative:
UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the orange tracker was damaged. It was reported that the attaching screw was stripped and the tracker broke when a manufacturer representative was attempting to remove it from the clamp. There was no patient present when this issue was identified.